Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an insertable cardiac monitor (icm) device displayed a battery message indicating it should not be implanted. The icm had been stored on a hospital shelf and was not expected to have been exposed to cold conditions. Another device from the same shelf was implanted successfully, suggesting the issue was not related to temperature. The recommendation was not to insert the device immediately and to hold it at room temperature for an observation period. If the battery message cleared after this time, the device could be considered acceptable for implant. If the message remained, the device should not be implanted and should be returned. Attempts to gather additional information were unsuccessful, due diligence has been completed. No adverse patient effects were reported.